Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately delivered anti-tachycardia pacing (atp) due to incorrect interpretation of signals. No intervention was performed. The patient was stable.